Event description:
#22ga x 1in, bd nexiva catheter inserted into patient's right ac with flashback noted, stylet removed, but catheter would not advance and would not flush. When catheter removed intact it was noted that it was cracked approx. 1/4 in from tip of catheter, bent at an angle. Manufacturer response for closed system IV set, nexiva closed IV catheter system 22g (per site reporter). Escalated this as it is the 6th event in the past two weeks. Chief medical and nursing officers along with nursing education and clinical teams have decided to convert away from this product and to bd cathena.